Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a volume discrepancy issue. The actual residual volume was greater than the expected volume. The actual residual volume was 39 ml and the expected residual volume was 7 ml. The patient experienced a return of their symptoms. The drug in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.